Manufacturer narrative:
Qn#(B)(4). A correction to an outcome of malfunction is being made to report number (B)(4). The event was initially reported as a serious injury. The device was 1 of 2 devices being used and the first device was not used on the patient. After further clinical review it has been determined that this report should be coded as a malfunction. Report number (B)(4) is changed to a malfunction. Other remarks:

Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A broken clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. Dimensional inspection was not required as a part of this complaint investigation. First, the clip stuck in the bent rotation tab was manually removed and the trigger cycle was completed. The sample was reviewed with a r & d engineer. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 9 clips remaining including the partially loaded clip, indicating that 6 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. CAPA has been opened to further investigate this issue. Other remarks: the device history review for the product auto endo5 ml lot# 73d1900537 investigation did not show issues related to complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. CAPA has been opened to further investigate this issue. The reported complaint of clip stuck in applier was confirmed based upon the sample received. One device was returned with the rotation tab bent. A broken clip was stuck in the bent rotation tab. The sample was disassembled, and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. CAPA has been opened to further investigate this issue. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon periodically uses ae05ml but he is familiar. On day of incident, 1st piece of ae05ml was opened but nothing came out despite multiple firing. When 2nd piece of the same batch was open, after firing 3 clips and when surgeon wanted to remove applier from peritoneum, he was unable to remove it as the applier was caught together with the clip. Surgeon had no choice but to pull it off and resulted in ripping the vessel. Surgeon had to suture the vessel to stop the bleed. The patient's condition was reported as fine.